Event description:
A customer obtained erroneous false negative results for total b human chorionic gonadotropin (tbhcg) on four patient samples. The initial results in the range of 0-0.87 miu/ml were reported out of the lab for four patients. The original samples were re-tested using a different reagent pack and tbhcg results were positive for all four patients. Corrected reports were sent. Customer was not made aware of any injury or changes in patient treatment associated with this event.

Manufacturer narrative:
No result flags or event log messages were generated in association with the event. A review of the archive file shows qc fliers obtained using the original reagent pack. The fliers were observed on the last two reps taken from this pack. The four patient results in question were the last four samples run on this pack before the failed qc. Per dispatcher, there was no evidence of a hardware issue, as other tbhcg reagent packs had performed acceptable. Per discussion with the customer, reagent packs handling are done differently by different technicians. The customer also felt that pack "over-mixing", prior to loading it on the system, had occurred. Further guidance has been provided to the laboratory regarding the recommended gentle inversion. The dispatcher spoke to customer on (B)(4) 2009, and there have been no further issues, and customer has held a training session using the pack inversion documents sent to address pack mixing to insure uniform pack handling by laboratory staff. Although improper reagent pack handling may be a contributing factor, no clear root cause for this event has been identified to date. A malfunction will be assumed for the purpose of this report.